Event description:
As reported to medtronic, police officers shot the patient with a taser. The patient began to convulse, officers checked the patient and found the patient had a very weak pulse and was not breathing. The device was placed on the patient and indicated connect electrodes; use of the device was inhibited. The officers acquired a back up device, reference medwatch report #3015876-2006-00246. The back up device indicated connect electrodes; defibrillation electrodes were replaced. The device then indicated no shock advised. The als providers arrived on scene and continued care to the patient. The patient was not resuscitated. Medtronic clinical staff evaluated the patient record and determined defibrillation was not indicated based on the ECG rhythm.

Manufacturer narrative:
Medtronic continues to investigate the reported complaint.